Manufacturer narrative:
Product complaint # (B)(4). Reporter is company representative. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate via email that during an arthroscopic shoulder dislocation repair for left shoulder the surgeon pulled out the device with the suture, the device could not be closed, it did not moved from the open position. It was brand new and the first use when the issue occurred. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: type of investigation: device history lot ==> a manufacturing record evaluation was performed for the finished device lot number:3865811, and no nonconformances were identified.